Event description:
Consumer complaint of high control results. Control test results were 214mg/dl and 210mg/dl for a control range of 153-207mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).